Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the biometry measurement system did not compensate the refractive index of the silicone oil and showed incorrect measurements. There was no harm to the patient.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the surgeon reported that the patient was referred to him due to a retinal detachment with giant tear. The surgeon performed a vitrectomy with endolaser, silicon oil, retinopexia and lensectomy without lens placement. The capsular bag was removed and the patient left aphakic. Four months later, another surgery is done to remove the silicon oil and suture a sulcus scleral lens. The biometry was done, and it showed an error of 6.5 diopters. The doctor said that they made an analysis of possible causes, and they think that the system is not compensating the refractive index of the silicon oil. He says that the biometry technique was well done. The post-op visual acuity was 20/70 with pinhole; 20/400 without pinhole. The surgeon stated that the ideal solution is to change the lens, but this procedure is a high risk one, so they have not decided what to do yet. Another possibility is to remove the cerclage (scleral buckle) to improve maximum refraction to two diopters (2d) and the other 4d could be solved with a corneal laser surgery. Additional information was requested with none received to date. The measurement of axial length measurement has the greatest potential for error in calculating iol power. Traditionally, contact a-scan ultrasonography is used. This measures the time taken for sound to traverse the eye and converts it to a linear value using a velocity formula. Part of the ultrasound beam reflects back from each surface in the eye ¿ cornea, anterior lens, posterior lens, and retina. The reflected beam is translated into an image showing lines (spikes) for each surface. The distance between the corneal and retinal spikes gives the axial length of the eye. The alignment of the a-scan is vitally important. If the alignment is incorrect, the length of the eye will be underestimated. Most systems rely on the patient fixing on a target ¿ usually a light in the probe. Patients with poor vision, whether from cataract or from some other pathology, are less likely to fixate accurately, and are more prone to biometry errors. Tips for accurate measurement of axial length (using applanation): ensure the machine is calibrated and set for the correct velocity setting (e.g. Cataract, aphakia, pseudophakia); the echoes from cornea, anterior lens, posterior lens, and retina should be present and of good amplitude; misalignment along the optic nerve is recognized by an absent scleral spike; the gain should be set at the lowest level at which a good reading is obtained; take care with axial alignment, especially with a hand-held probe and a moving patient (as described above); don't push too hard ¿ corneal compression commonly causes errors; errors may arise from an insufficient or greasy corneal meniscus due to ointment or methylcellulose used previously. There are known reasons for biometry errors include: people in a hurry, lack of training or accessible guidelines, reliance on others, technical failure (rarely), and human error (often). Some common mistakes that may result in unexpected refractive outcome include: wrong a-constant selected, wrong formula used, wrong k-readings entered by hand (90 degrees out), biometry print-out stuck in wrong patient's notes, wrong patient in theatre, reversed iol optic, or wrong iol implanted. The operators manual includes the warning: ensure that the correct technique (contact or immersion) is selected for the technique being performed. Incorrect technique selection will impact the accuracy of the results. Contact - in the contact technique, readings are obtained by placing the biometry probe directly on the patient¿s cornea. Immersion - in the immersion technique, an immersion shell containing the probe is placed on the patient's eye and filled with solution between the probe and the cornea. Since the probe is not touching the cornea, there is an offset on the display between the peak from the probe tip and the peak from the cornea. The operators manual also discusses adjusting the velocity for patients that may have silicon oil in the vitreous. It is unknown if the surgeon adjusted the velocity when taking the readings.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).